Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 60-70% stenosed target lesion was located in the proximal anterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast in the inflation lumen and blood in the inflation lumen and balloon. The balloon was tightly folded. Microscopic examination of the balloon a pinhole over the distal end of the proximal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 60-70% stenosed target lesion was located in the proximal anterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.